Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device is completed and no patient consequences were reported

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: analysis narrative correction, which was not included in initial report.